Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the physician was attempting to crush a stone when the distal tip of the basket came off with very little force applied. The stone was released from the basket and the device was removed from the common bile duct. The physician did not retrieve the tip of the device and left it to pass naturally. A previous device was used with the same outcome and a third device was used to complete the procedure. There were no adverse effects to the patient. The date of the event is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.